Manufacturer narrative:
On 5/24/2019, the mentor failure analysis lab received the device for evaluation. The device information was updated from unk_saline implants to 3542660 and lot # field was updated from blank to 5647474. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/5/2019, device evaluation was completed. Device evaluation summary: during analysis of the sample a rupture was observed on the posterior view, measurement approximately 0.8 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Microscopic examination of the edges of the rupture not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a unknown size unknown saline implants on the right and was presented breast implant deflation, and 375cc mentor smooth round moderate profile on the left and was presented with capsular contracture; baker grade unknown postoperatively. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.